Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 corrected data field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation the root cause of the event could not be identified however if is probable the single optical fiber was disconnected at the loop on the video connector side due to stress, and communication could not be performed normally, leading to an event in which the image you pointed out could not be obtained and is a possibility that the error e222 occurrence at that time, but the current product was broken down and could not be checked, so it was not possible to determine the factors that occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a bad cable unit. Additionally, the device had a faded rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k camera head had an image problem and an e22, scope communication error. The issue was found during reprocessing with no patient involved. There were no reports of patient harm.